Event description:
Drive medical has rec'd an attorney letter alleging that the claimant was injured from one of the rollators originally distributed by drive medical. It was alleged that the rollator's front-right caster broke causing the claimant to fall and allegedly sustain a right tricep tendon rupture requiring surgery and losing mobility and strength in his right arm and hand. Because the serial number of the alleged device was reported in a format that is not being used by drive medical, we are not able to identify the MFR. In addition, this model of rollator has been discontinued from the us market since november of 2008. This MDR report is based on the attorney letter.